Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left subclavian artery. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon reaching 14 atmospheres. The device was removed from the patient and the procedure was completed with another gladiator balloon. No complications were reported.